Manufacturer narrative:
Concomitants: 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(4). 300-20-02 - equinox square torque define screw drive kit. (B)(4). 300-30-06 - equinoxe preserve stem 6mm. (B)(4). 310-02-44 - equinoxe, humeral head tall, 44mm (alpha) (B)(4). 321-20-00 - equinoxe reverse shoulder drill kit. (B)(4). 531-78-20 - shoulder gps hex pins kit (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a female patient, initial right shoulder implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 3 years 9 months post the initial procedure. The patient complained of pain. The surgeon findings indicated wear on glenoid. Patient last known to be in stable condition. The explants are not available for return. No other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear and fracture. An additional reason for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.